Event description:
It was reported that the breathing rate knob is damaged. The oxygen concentration knob comes off. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number:(B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual test, functional test, and performance tests conducted. It was confirmed that the oxygen concentration switch knob and the cap on the breathing rate dial were missing. It is presumed that the parts came off due to long-term use of the product. Caps were attached on the breathing rate dial and the oxygen concentration switch knob. P200d/nj device passed all visual and functional/performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.